Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for lot number and issue to date. The investigation is inconclusive as the sample was not returned for evaluation. The root cause could not be determined based upon the available info. It is unk if patient and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter was difficult to advance and then kinked mid-shaft during use in the tibial artery. The catheter was retracted without incident. Another catheter was used to successfuly perform the procedure. There was no reported patient injury.